Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g2 (is report source user facility). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old female patient for protected percutaneous coronary intervention (pci) in the setting of society for cardiovascular angiography and interventions (scai) stage a shock. The patient¿s comorbidities were not reported. During impella cp support, the patient was noted to have red urine output. Urinalysis was obtained, and findings were described as frank blood with suspected blood clots, as urine output improved following irrigation. Creatinine and urine output remained within acceptable limits, indicating preserved renal function. The impella purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. The device was functioning at performance level p-6 with a flow of approximately 3.0 liters per minute. The reported hematuria is consistent with known clinical considerations during impella cp support, including anticoagulation therapy, urinary catheterization, and patient-specific hemodynamic conditions. The patient survived to explant.